Event description:
It was additionally reported that there were no further losses of connection.

Manufacturer narrative:
Section d1: brand name corrected section d4: catalog number and primary UDI corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h8: usage of device corrected manufacturer's investigation conclusion: the reported event of a message stating ¿update not accepted. Please try again¿ being displayed on the heartmate touch app when attempting to sync the backup controller date/time with the via the implant checklist was not confirmed. It was reported that the date and time were able to be updated via the settings panel in the heartmate touch app. No further issues were reported. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains how to set the system controller using the ¿implant checklist¿ and by using the ¿settings¿ panel in the heartmate touch application. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU)chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the perfusionist could not sync date/time with the backup system controller from the heartmate touch (hmt). The error stated "update not accepted. Please try again." The system controller was connected through the patient cable via the white lead only. The perfusionist had attempted to update the date/time through the implant checklist, which populated the error. The perfusionist was instructed to go through the settings in the upper right corner, then to the controller tab where the date/time was able to be updated successfully. It was noted that the serial number of the hmt or controller were not available.

Manufacturer narrative:
A1-a4: patient information not provided. Pending follow-up with account/site/customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.